Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room or was in intensive care unit due to high blood glucose of about 600 mg/dl on (B)(6) 2019. Customer was treated with insulin drip and auto mode was not active during event. Customer did not alleged under delivery on insulin pump. Customer stated that transmitter was not connected to insulin pump after insulin pump was turned off. Insulin pump will not be returned for analysis.